Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), paraesthesia ("paraesthesia"), abdominal pain ("abdominal pain") and alopecia ("alopecia"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed in 2018. At the time of the report, the pelvic pain, genital haemorrhage, swelling, hypersensitivity, paraesthesia, abdominal pain, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, genital haemorrhage, hypersensitivity, paraesthesia, pelvic pain, swelling and weight increased to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), hypersensitivity ("allergic reaction"), paraesthesia ("paraesthesia"), abdominal pain ("abdominal pain") and alopecia ("alopecia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed in 2018. At the time of the report, the pelvic pain, genital haemorrhage, swelling, hypersensitivity, paraesthesia, abdominal pain, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, genital haemorrhage, hypersensitivity, paraesthesia, pelvic pain, swelling and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.